Manufacturer narrative:
The customer was contacted for returning of the device the customer indicated that they replaced the suspect part and the part was discarded. The device will not be returned to zoll for eval of this malfunction.

Event description:
Complainant alleged that during biomed testing, the device was unable to power on. Complainant indicated that there was no pt involvement in the reported malfunction.